Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the onetouch ultra meter is giving an apply sample message. This complaint is classified according to the documentation of the customer care advocate. The pt tests his blood glucose more than 4 times per day and used his insulin pump to treat his diabetes. On the day before at 3:30 pm, the pt attempted to use the subject meter and obtained the apply sample message for the first time. At 3:35 pm, the pt reportedly developed symptoms described as "clammy and in a fetal position". The pt was given a sugar wafer and obtained a glucose reading of "47 mg/dl" on his brother's meter. The pt's wife eventually was able to raise the pt's blood glucose to "80 mg/dl". During troubleshooting, the reported issue was not resolved with training. This complaint is being reported because the reporter claimed that the pt had symptoms that were suggestive of severe hypoglycemia after the pt was unable to obtain a blood glucose reading due to the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.